Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the doctor used the device on the first breast and then went on the second breast. It burned the patient. This cautery comes sterile within the custom pack.